Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited lead noise during a routine check. The noise was able to replicate with isometric exercises. The patient experienced dizziness. The lead was capped and replaced. The patient was stable post procedure.